Manufacturer narrative:
Guider soft tip, prowler select lp es str. Prowler select plus 45, tracess 14 guidewire. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization, the delivery wire of the enterprise vrd and delivery stent was cut into two (2) pieces during implantation. The physician was able to retrieve the proximal portion but the distal part was left in the patient. The distal portion was reported to seem to be stuck inside the struts of the enterprise stent. The target lesion was an internal carotid artery aneurysm. The patient was not reported to have experienced an adverse event as a result of the reported product issue. No further procedural information related to the event is available. The product was returned for inspection. A non sterile enterprise vrd delivery system was received coiled inside of a plastic bag. The delivery system distal tip, where the stent is mounted, was broken approximately 5cm from the distal tip. The broken distal section of the delivery wire and stent were not received; and as reported remain implanted. Saline solution traces were observed on the enterprise system. No other anomalies were observed on the received product. Sem results showed that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The x-ray spectrum of the foreign matter yielded elemental carbon, oxygen, sodium, nickel, silver, platinum, titanium, chlorine and tin. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. Root cause investigation has determined that the noted foreign material is due to a post use/decontamination chemical reaction with no potential effect to the patient or procedure. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10007849. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported separation of the delivery wire was confirmed. With analysis of the returned device and based on the available procedural information, it is not possible to determine the root cause of the separation; however, based on the sem analysis, it appears that it may be related to stretching and/or pulling of the device. The device did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Neither the product nor sem analyses suggest a relationship of the event to the delivery wire manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the delivery wire of the enterprise vrd and delivery stent was cut into two (2) pieces during implantation. The physician was able to retrieve the proximal portion but the distal part was left in the patient. The distal portion was reported to seem to be stuck inside the struts of the enterprise stent. The target lesion was an internal carotid artery aneurysm. The patient was not reported to have experienced an adverse event as a result of the reported product issue. Additional information has been requested.